Manufacturer narrative:
(B)(4). The returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was detached, bent and blackened. No other issues with the device were noted. The reported complaint was confirmed. The failure found could had been generated by a peak of voltage or if the device was not in contact with the tissue during energization during procedure. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire was damaged when deployed. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another ultratome xl device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.